Event description:
New information received states that the rv lead was explanted and replaced. The patient recovered well with no adverse events.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported when a patient presented remotely via merlin.net transmission, non-sustained lead noise was noted on the lead resulted in an aborted shock. Low impedance was also observed. The patient did not receive a shock or any adverse event. The patient has been scheduled to attend clinic for a lead revision and programming changes. Additional information was requested but has not been received. No further information is available at this time.